Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fourth firing with seam guard the device was fired and the staples formed correctly. Upon removal of the cartridge from the jaws, the cartridge pan separated and remained inside the jaws. They were able to remove it and reloaded the device to continue with the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. During which stroke did the event occur? After completion of firing sequence. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green, gold. Was buttressing material utilized? If so, which product? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results that one reload was received with the pan detached and eight drivers missing; the reload was fully fired. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.